Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached after eight days of wear, and the customer was unable to obtain readings and monitor glucose levels. As a result, the customer experienced a loss of consciousness had contact with a healthcare professional who obtained a blood glucose reading of 298 mg/dl and provided treatment of insulin(dose/type unspecified) for a diagnosis of hyperglycemia. It was additionally reported the customer was currently in the hospital. There was no report of death or permanent injury associated with this event.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached after eight days of wear, and the customer was unable to obtain readings and monitor glucose levels. As a result, the customer experienced a loss of consciousness had contact with a healthcare professional who obtained a blood glucose reading of 298 mg/dl and provided treatment of insulin(dose/type unspecified) for a diagnosis of hyperglycemia. It was additionally reported the customer was currently in the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number.